Event description:
One incident of a disconnect between the venous bloodline and pt's medcomp catheter. This incident occurred approx one hour into dialysis treatment. Pt subsequently expired. No problems are noted during initial connection or when connections to the catheter were switched early in treatment to achieve better blood flow. Staff report that the catheter access may have been partially or fully covered at the time of the incident. Facility administrator examined bloodline connectors and no defect was visible. Venous connector was connected to another sample and no problem was noted. The actual complaint sample was returned to the MFR. Follow-up MDR will be filed following evaluation of the sample.